Event description:
The customer reported that when they took it out the arm to use it on a patient, it wasn't needed so they decided to do some training. They reported that they may have forcibly removed or pulled on the charging cable resulting in damage to the connector due to the poor handling by the staff. When they plugged it in, the nurse got a shock. The nurse was uninjured and no one else was injured. This did not occur during patient use.

Manufacturer narrative:
The distributor's customer examined the electrical wire and noticed that a piece was missing. The distributor reviewed pictures of the power cord that the customer had sent, and the pictures suggest the cable has been forcibly removed or pulled resulting in damage from poor handling by the staff. The IFU states: improper maintenance can cause the defibtech rmu series accs not to function as designed. Maintain the acc only as described in the user manual and operating guide. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications at the time it was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that when they took it out the arm to use it on a patient, it wasn't needed so they decided to do some training. They reported that they possibly forcibly removed or pulled on the charging cable resulting in damage and ultimately poor handling from staff. When they plugged it in, the nurse got a shock. The nurse was uninjured and no one else was injured. The reported event did not occur during patient use.

Manufacturer narrative:
The distributor's customer examined the electrical wire and noticed that a piece was missing. The distributor reviewed pictures of the power cord the customer had sent to him and the pictures suggest the cable has been forcibly removed or pulled resulting in damage and ultimately poor handling from the staff. The IFU states: improper maintenance can cause the defibtech rmu series accs not to function as designed. Maintain the acc only as described in the user manual and operating guide. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications at the time it was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.